Event description:
IV tubing set up and initiated and 3 days later, the IV tubing was discovered to have a leak. They observed fluid leaking on the floor and it was visibly seen at the connection below the pump cassette, the rate of the infusion was intended to be 12.5 ml/hour.